Event description:
Patient starting dialysis, remaining heparin from prior to dialysis, when noted blood coming out from venous connector. Catheter cleaned and noted small split in catheter near connector. (Distal to connectors). Catheter repaired and connector changed, now ok. (Connectors were clear plastic brittle connectors).

Manufacturer narrative:
A complaint history review showed one other product complaints of similar nature. The product will not be returned to manufacturer for evaluation.